Event description:
During testing, it was reported that there was no ECG through the paddles, only noise, when the device was connected to a simulator. There was no pt use associated with this event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the programmed system controller pcb assembly and observed proper device operation functional and performed testing. The device was then returned to the customer for use. Physio further evaluated the removed system controller pcb assembly and determined the cause of the failure to be a cracked u63 ic chip solder joint. The pin six connection to jumper wire was poor.